Event description:
Our sales rep reports that he visited the customer after they had reported repeated distal missdrillings. Fissures were found in the target devices.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.